Event description:
Intermittency followed by no lock between sound processor and the device. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.